Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats) lobectomy, in interlobar formation, there was no problem on the first 60mm (millimeter) purple reload. However, on the 45mm reload, the device stopped at the point where it advanced about one centimeter, there was excessive force error. To resolve the issue, all the devices were replaced. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical product: sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#n4h1935y); sigpshell, sig power sigpshell control shell (lot#n4g1820y); sigphandle, sig power sigphandle handle (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.